Event description:
It was reported that this pacemaker exhibited farfield oversensing resulting in inappropriate atrial tachy response (atr) mode switch. The device remains in service. No adverse patient effects were reported.